Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found that the main half height drawer 4.1 had broken slide rail and legacy drawer, replaced the drawer and moved both trays back to resolve the issue. The fse checked and tested the drawers 4.1 / 4.2 pockets in diagnostics and verified its functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed drawer, the drawer cannot open. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.